Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/4/14. Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: confirmed battery compartment is cracked at opening, down to rubber bumper. Moisture on pump board. Pump powers up to verify screen. Unrelated to the complaint, the display lens leaking: moisture on and under display screen display is faded and letters are multiple shades of red. Buttons are unresponsive to user input due to corrosion on keypad flex.